Manufacturer narrative:
(B)(4) (B)(6). Information in section f provided by the manufacturer. The field service specialist (fss) visited customer site to perform the scheduled annual preventive maintenance (pm) on the unit. Fss completed the pm checklist and calibrations, which several filters and o-rings were replaced on the unit as part of the pm service. While on site, the customer reported to fss of the system freeze issue, which it was not confirmed. Fss reseated the user interface printed circuit board (pcb) for prevention. The system was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
While the amo field service specialist was on customer site for performing the annual preventative maintenance, the customer reported that the whitestar signature system locks up/freezes. There was no patient involvement reported.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.